Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on april 2, 2025. Block h6: imdrf device code a0401 captures the reportable event of handle break. Block h11: correction: block b5 (describe event or problem).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, it was noted that the handle was loose. At the end of the procedure, when removing the device from the scope, it was clear that the plastic handle had broken from the plastic/metal component that secures it in place. The procedure was completed. There were no patient complications reported as a result of this event. Additional information received on april 2, 2025 it was clarified that there was a difficulty upon setting up the device. They found it challenging to seat the device on the biopsy cap, resulting in excessive force. Additionally, the anatomical location of the procedure was in the esophagus.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, it was noted that the handle was loose. At the end of the procedure, when removing the device from the scope, it was clear that the plastic handle had broken from the plastic/metal component that secures it in place. The procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, it was noted that the handle was loose. At the end of the procedure, when removing the device from the scope, it was clear that the plastic handle had broken from the plastic/metal component that secures it in place. The procedure was completed. There were no patient complications reported as a result of this event. Additional information received on april 2, 2025. It was clarified that there was a difficulty upon setting up the device. They found it challenging to seat the device on the biopsy cap, resulting in excessive force. Additionally, the anatomical location of the procedure was in the esophagus.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break. Block h11: the returned speedband superview super 7 was analyzed, and it was observed during media inspection that the handle's check valve was detached. During functional inspection, it was noted that the handle knob was able to rotate. No other problems with the device were noted. The reported event of handle break was confirmed. It was reported that the device had difficulties seating into the biopsy cap, resulting in excessive force used by the physician. It was also reported that once the device was removed at the end of the procedure, it was noticed that a part of the handle had broken off. This is most likely due to the excessive force used by the physician at the beginning of the procedure; excessive force could have gotten the handle check valve detached from the handle. Additionally, it was seen during the analysis that the handle has evidence that the check valve was previously welded to the handle. Based on all gathered information, the probable cause selected is adverse event related to procedure.